Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. Review of the device log shows that the user had switched the device to the incorrect ECG view, lead I, which did not show the ECG signal through the pads. At no time during the case were ECG leads used on the patient. The log confirms that an ECG signal was obtained through pads for the reported timeframe and would have been visible on the monitor if the device had been switched to pads view. There are no critical errors that would have prevented the device from displaying/detecting ECG if the ECG view was switched to pads. The device passed full functional testing including ECG stress testing via leads and the returned pads and accessories without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.